Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the atrial connector port of the epg (external pulse generator) was broken. The status of the epg is unknown. Due to the device age, it is no longer serviced. There was no patient involvement.